Event description:
It was reported through stryker facebook page: "had my hip replaced 2 years ago, worst decision ever. 2 weeks after surgery it popped out of joint and I had to have another surgery to put it back in place. Screws were also placed during the 2nd surgery. It's never been right, hurt's all the time, can hardly walk. Ready to hire a lawyer, I'm so done with being in pain! No quality of life".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.